Event description:
Report received from the USA stating that the device had damaged bearings. It is unk if the unk if the device was being used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if additional info is received, a supplemental report will be sent. (B)(4).